Manufacturer narrative:
The issue was evaluated and replicated in the hcus lab; the cause was traced to a software configuration. This issue is very rare and requires many tries with large studies to reproduce; it is considered to be a very rare occurrence in a clinical environment. Synapse pacs (B)(4) was designed as the correction for the ongoing recall of synapse pacs versions (B)(4) to (B)(4) (z-1348-2021). (B)(4) reduced the risk of patient mismatch to a level that was deemed acceptable, and the company accepts that this issue may still occur at a remote frequency. If any additional relevant information becomes available, a supplemental report will be submitted. Ref: internal complaint number (B)(4).

Event description:
On 01/04/2022, fujifilm healthcare americas corporation received a customer inquiry for assistance with synapse pacs. There was a issue noted is as follows: it was reported that the synapse pacs 5.7.230 patient mismatch issue occurred with desktop agent on lrmc radiology diagnostic workstation lrmcmd112177 (col (B)(6)). There was no patient impact, serious injury or death associated with this event. The issue is considered highly detectable by a healthcare professional; however this report is being submitted in abundance of caution.

Manufacturer narrative:
Fujifilm initially determined that this incident was the same patient mismatch issue for which a recall is ongoing. However, upon receipt of additional information, it has been determined that this is an unrelated mismatch issue. It was discovered that too many studies were loaded onto the worklist, causing the worklist to refresh slowly. Because of the slow refresh, the user intended to open one study but another study was opened instead. The user manual includes a warning to not overload the worklist. This refresh problem would not cause a misdiagnosis because the worklist is used to navigate between studies but is not used for diagnosis. Ref: internal complaint number (B)(4).